Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly selt-testing, on/off current testing, patient and circuit impedance testing without duplicating the customer's report. An internal inspection found no discrepancies. The battery harness was replaced as a precaution. Analysis of the reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device showed a red indicator and was beeping. Complainant indicated that there was no patient involvement in the reported malfunction.